Manufacturer narrative:
Concomitant products: product ID 8583, lot # n311578, implanted: (B)(6) 2011, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp) regarding a patient receiving morphine (25mg/ml at 8mg/day, lot number not available, max total daily dose w/ patient activated (pa) dose was 10.373 mg/day) via a pump. The pump was implanted in (B)(6) 2010. The pump indication for use (IFU) was listed as non-malignant pain, degenerative disc disease and spinal pain. The hcp reported that a motor stall occurred on (B)(6) 2015 at 1424, while the patient was at work. The motor stall was seen at initial interrogation. The patient had not recently had an MRI. The hcp sent in a referral for surgical replacement of the pump. The device was to be returned after explant. The patient was taking morphine sulfate immediate release (msir) 15mg for some hip joint pain and that had been helping a little. The hcp planned on prescribing morphine sulfate contin as well. The patient woke up in the morning on the date of the report and experienced sudden onset of feeling ¿very ill.¿ the patient then attempted a pa dose and an 8476 code (motor stall) appeared. Other symptoms the patient experienced were nausea, increased pain and a ¿general ill feeling.¿ it was later reported by the device manufacture representative that the event logs identified that the patient had a motor stall occur on (B)(6) 2015 a stopped pump period may exceed tube set occurred. The patient had not been around magnetic fields and no symptoms were report ed. It was noted that the pump was to be replaced on (B)(6) 2015. It was later reported by a device manufacture representative that the device was to be returned for analysis on (B)(6) 2015. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.

Event description:
Additional information from the logs showed that the motor stall occurred on 2015 (B)(6) at 14:05, on 2015 (B)(6) at 14:05 a stopped pump period may exceed tube set occurred. Then on 2015 (B)(6) at 21:02 a motor stall recover occurred. The pump had a motor stall again on 2015 (B)(6) at 07:30 with a stopped pump period may exceed tube set that occurred on 2015 (B)(6) at 07:30. It was noted that elective replacement indicator was noted as 36 months.